Event description:
The site reported that the workstation were showing the incorrect study date. No injury or misdiagnosis was reported. The incorrect study date/time can cause confusion in ordinary practice where by a patient's images can be perceived to be newer than they really are and lead to improper clinical decisions.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This activity is being completed as part of a corrective action taken pursuant to an FDA inspection conducted at the facility in april 2008.